Event description:
It was reported the patient had stimulation in the wrong location. Patient's stimulation was not in her lower back down to her feet. Instead, patient felt stimulation in her hips through her knees, and the right side had greater stimulation than the left. Some of the pairs had normal impedances while others were greater than 3600 ohms. It was noted that patient did not have any painful stimulation or discomfort from abdominal placement of her device. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).